Event description:
It was reported that shaft break occurred. A 2.50 x 20mm synergy xd drug-eluting stent (des) was selected for used. However, during unpacking the proximal part of the shaft to which very closed from the handle got separated. The device did not enter the patient's body and the procedure was completed with another of the same device. No patient complications were reported.